Event description:
In 2008, the lay user/pt's spouse contacted lifescan (lfs) alleging that the pt's one touch ultra2 meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The reporter indicated that the alleged issue started on the morning of two days earlier. The pt's spouse denied that the pt took any action regarding his diabetes management or received medical intervention. However, sometime after the reported issue began (date/time unk), the reporter claimed that the pt became dizzy and passed out. In addition, she mentioned the last time the pt checked his blood glucose it reportedly went up to the "300's, 400's or 500's". It is unk when the pt obtained those readings and on what device. At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter, that the pt was using the correct test strips, and that the batteries had been replaced as recommended per the owner's booklet. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the reporter claims the pt was unable to test his blood glucose due to the reported issue and reportedly developed symptoms that could be suggestive of severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.